Manufacturer narrative:
Device has been evaluated but not yet repaired.

Event description:
The manufacturer received information alleging a ventilator fails to charge its internal battery. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. "Service required" codes were found in the device's downloaded error log. The device's power management board, system board, interface board and detachable battery cable need replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported a failure of the system board, power management board and detachable battery cable. The system board, power management board and detachable battery cable were returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation the root cause of the power management board failing was due to a cracked ferrite (e2). The detachable battery cable was evaluated and the manufacturer found evidence of thermal damage to diode (cr1). The system board was evaluated and was found to operate to design specifications.